Manufacturer narrative:
(B)(4). The customer, a biomedical engineer evaluated their device but was unable to duplicate the reported issue. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently was unable to read an ECG signal through the paddles lead. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. There was no patient use associated with this event. The reported issue occurred during testing.